Manufacturer narrative:
Result - malfunctioning lift motor was unable to lower the bed all the way down.

Event description:
It was reported by service report that the bed would not go all the way down. No pt involvement or adverse consequences were reported.